Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and showed an incorrect longevity estimate. Technical support was contacted and recommended ending the current session and interrogating the device again, which resolved the issue and showed the correct longevity estimate. There were no adverse consequences for the patient.